Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5042814) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left innter coil dislodged to outside the outer coil"), pelvic pain ("pelvic pain/pain: pelvic"), pregnancy with contraceptive device ("unexpected pregnancy"), abortion spontaneous ("miscarriage"), genital haemorrhage ("abnormal bleeding (general)") and abdominal pain ("cramps/ abdominal pain / cramping/pain: abdominal chronic") in a 34-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3 ((B)(6) 2002, (B)(6) 2008, (B)(6) 2017) and miscarriage. Concurrent conditions included overweight, mood change, amenorrhea, tenderness, breast abscess, irregular menstrual cycle, shooting pain, infection, traumatic injury and ovarian cyst. Concomitant products included medroxyprogesterone (depo provera) since 2007 for birth control as well as ciprofloxacin (cipro) since 2014, colecalciferol (vitamin d), misoprostol (cytotec) and vicodin (lortab) since 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), abdominal distension ("bloating"), fatigue ("fatigue"), vaginal haemorrhage ("non-stop spotting/abnormal bleeding (vaginal, menorrhagia)"), menstruation irregular ("irregular periods / irregular menses"), nausea ("nausea"), headache ("headaches") and menorrhagia ("heavy menses/abnormal bleeding (vaginal, menorraghia)"). In (B)(6) 2014, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced dysmenorrhoea ("painful menstruation"), anxiety ("anxiety") and the first episode of weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), the second episode of weight increased ("weight gain"), dysgeusia ("metal taste in mouth"), the first episode of pruritus ("itching sensation in abdomen"), the first episode of abdominal discomfort ("burning sensation in abdomen"), procedural pain ("painful post-operative recovery"), the second episode of pruritus ("itching: abdomen"), the second episode of abdominal discomfort ("burning: abdomen") and arthralgia ("pain: joints"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal & bilateral resection reimplantation of fallopian tubes over a shirodkar tubo-uterine) and surgery (essure removal & bilateral resection reimplantation of fallopian tubes over a shirodkar tubo-uterine). Essure was removed on 21-jan-2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal distension, fatigue, vaginal haemorrhage, menstruation irregular, nausea, headache, menorrhagia, back pain, dysmenorrhoea, anxiety, dysgeusia, procedural pain, the last episode of pruritus, the last episode of abdominal discomfort and allergy to metals outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, alopecia, migraine, dyspareunia and arthralgia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pregnancy with contraceptive device, procedural pain, vaginal haemorrhage, the first episode of abdominal discomfort, the first episode of pruritus, the first episode of weight increased, the second episode of abdominal discomfort, the second episode of pruritus and the second episode of weight increased to be related to essure. The reporter commented: she assessed event outcome as required intervention; however she did not specify it. Since having the surgery, plaintiff¿s symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Ultrasound pelvis - on an unknown date: tvp, tabd, and 3d for pain and heavy cycles. On (B)(6) 2014, hysterosalpingogram revealed the proximal end of the inner left coil was observed to be dislodged outside of the outer coil, occurring at proximal end of fallopian tube. Current weight 185 lbs. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, abdominal pain, spotting, menorrhagia, itching, nickel allergy, nickel allergy, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was reported via regulatory authority FDA (reference number: mw5042814) on 29-jul-2015. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left inner coil dislodged to outside the outer coil"), pelvic pain ("pelvic pain/pain: pelvic"), pregnancy with contraceptive device ("unexpected pregnancy"), abortion spontaneous ("miscarriage"), genital haemorrhage ("abnormal bleeding (general)") and abdominal pain ("cramps/ abdominal pain / cramping/pain: abdominal chronic") in a (B)(6)-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3 ((B)(6) 2002, (B)(6) 2008, (B)(6) 2017). Concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera) since 2007 for birth control as well as ciprofloxacin (cipro) since 2014, cholecalciferol (vitamin d), misoprostol (cytotec) and vicodin (lortab) since 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), abdominal distension ("bloating"), fatigue ("fatigue"), vaginal haemorrhage ("non-stop spotting/abnormal bleeding (vaginal, menorrhagia)"), menstruation irregular ("irregular periods / irregular menses"), nausea ("nausea"), headache ("headaches") and menorrhagia ("heavy menses/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced dysmenorrhoea ("painful menstruation"), anxiety ("anxiety") and the first episode of weight increased ("weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), the second episode of weight increased ("weight gain"), dysgeusia ("metal taste in mouth"), the first episode of pruritus ("itching sensation in abdomen"), abdominal discomfort ("burning sensation in abdomen"), procedural pain ("painful post-operative recovery"), the second episode of pruritus ("itching: abdomen"), burning sensation ("burning: abdomen") and arthralgia ("pain: joints"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal & bilateral resection reimplantation of fallopian tubes over a shirodkar tubo-uterine) and surgery (essure removal & bilateral resection reimplantation of fallopian tubes over a shirodkar tubo-uterine). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal distension, fatigue, vaginal haemorrhage, menstruation irregular, nausea, headache, menorrhagia, back pain, dysmenorrhoea, anxiety, dysgeusia, abdominal discomfort, procedural pain, the last episode of pruritus, burning sensation and allergy to metals outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, alopecia, migraine, dyspareunia and arthralgia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, back pain, burning sensation, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pregnancy with contraceptive device, procedural pain, vaginal haemorrhage, the first episode of pruritus, the first episode of weight increased, the second episode of pruritus and the second episode of weight increased to be related to essure. The reporter commented: she assessed event outcome as required intervention; however she did not specify it. Since having the surgery, plaintiff¿s symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. On (B)(6) 2014, hysterosalpingogram revealed the proximal end of the inner left coil was observed to be dislodged outside of the outer coil, occurring at proximal end of fallopian tube. Current weight (B)(6) lbs. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 28-feb-2018: the reporter information was updated. This case concerns (B)(6) year old patient. Patient demographic was updated. Her historical condition and concurrent disease were added. Lab data was added. Concomitant medication was added. Essure indication was amended. Events: migration of essure device location of device: left inner coil dislodged to outside the outer coil, unexpected pregnancy, miscarriage, abnormal bleeding (general), itching: abdomen, burning: abdomen, migraines, nickel allergy, dyspareunia (painful sexual intercourse), weight gain, pain: joints and device ineffective. She had recovered for the following events: abnormal bleeding, migraine/headache, painful intercourse, pain and hair loss. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via regulatory authority FDA (reference number: mw5042814) on 29-jul-2015. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and abdominal pain ("cramps/ abdominal pain / cramping") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (vitamin d). On (B)(6) 2014, the patient started essure at an unspecified dose and frequency. On (B)(6) 2014, the same day after starting essure, the patient experienced abdominal pain (seriousness criterion medically significant), abdominal distension ("bloating"), fatigue ("fatigue"), vaginal haemorrhage ("non-stop spotting"), menstruation irregular ("irregular periods / irregular menses"), nausea ("nausea"), headache ("headaches") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("heavy menses"), back pain ("back pain"), dysmenorrhoea ("painful menstruation"), anxiety ("anxiety"), weight increased ("weight gain"), dysgeusia ("metal taste in mouth"), pruritus ("itching sensation in abdomen"), abdominal discomfort ("burning sensation in abdomen") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (surgery to remove essure performed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, fatigue, vaginal haemorrhage, menstruation irregular, nausea, headache, alopecia, menorrhagia, back pain, dysmenorrhoea, anxiety, dysgeusia, pruritus, abdominal discomfort and procedural pain outcome was unknown and the weight increased outcome was unknown. The reporter considered pelvic pain, abdominal pain, abdominal distension, fatigue, vaginal haemorrhage, menstruation irregular, nausea, headache, alopecia, menorrhagia, back pain, dysmenorrhoea, anxiety, weight increased, dysgeusia, pruritus, abdominal discomfort and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was full occlusion of fallopian tubes. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 28-feb-2017: legal claim received: new events were reported (surgical intervention was also reported). Insertion and removal dates of essure were provided. (B)(4). Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain/cramps (both aching and stabbing) among other non-serious events. Upon follow-up receipt, case became legal and pelvic pain was reported. Consumer underwent a surgery to remove essure, one year and ten months after insertion. According to essure's reference safety information, both events are anticipated. Abdominal and pelvic and uncharacterized pain may occur with essure therapy. Considering the positive temporal relationship and the nature of the events, they were considered related to essure. This case is regarded as incident as an intervention was required. A new product technical analysis is expected. Further information will be obtained through the litigation process.